Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine pulse generator change. It was noted that the right ventricular lead exhibited a trend in declining impedance. The physician then capped and replaced the lead during this procedure on (B)(6) 2019. The patient was reported to be in stable condition post procedure.